Event description:
Device malfunction/ unable to reconstitute [device malfunction]. No adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns adverse events of device malfunction and no adverse event in a patient (age, gender and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On 09-jun-2026, amneal pharmaceuticals received information from a register nurse via telephone call concerning above mentioned adverse events with amneal's risperidone for extended-release injectable suspension. On (B)(6) 2026, the patient was being treated with risperidone for extended-release injectable suspension 50 milligram, (batch/lot: for vial & box lot #ap260074 and for prefilled syringe lot #ap250445, expiration date: for vial & box 31-dec-2027, serial number: (B)(6) and ndc: 70121-2628-5) (dose, frequency and route were not reported) for an unknown indication. Co-suspect, concurrent conditions, concomitant medication, medical history, history of procedures, history of allergies, history of smoking, alcohol consumption and recreational drug use and laboratory tests were not reported. On (B)(6) 2026, they received a sealed medication kit from pharmacy and on (B)(6) 2026, register nurse while open the medication kit she observed that vial was broken inside the kit. On further clarification she said that the injection malfunctioned and was unable to reconstitute. The photo she attached to the mail confirmed that the vial was not broken. Last action taken with risperidone in relation to device malfunction and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events device malfunction and no adverse event was unknown. The reporter did not provide the causality of events device malfunction and no adverse event with risperidone. This case was considered as serious. The reportability of this case was expedited.